Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the set) on the homechoice unit during fill 2. The patient was connected at the time of the alarm. The unused supply line on the organizer was open. They were advised to start over with new supplies or do a manual exchange and inform the peritoneal dialysis nurse. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, the pd rn stated there was no patient injury or medical intervention associated with the incident. No further information was available regarding the event. This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. Based on the information obtained during baxter's investigation, this incident was determined to be related to an open clamp on an unused supply line. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).